Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 roller pump stopped and displayed an error message during procedure. There was no report of patient injury.